Event description:
The customer contact reported during preventative maintenance testing the device touchpad was not working. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to be out of calibration. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the device touchscreen was found to be out of calibration. This was due to residue from the product the customer used to clean the device touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.